Event description:
Event description guidant received information that two days post implant, this right ventricular lead was exhibiting a high threshold of approximately 5.0 volts at 0.3 ms. Dislodgement was suspected and the lead was successfully repositioned. During this procedure, the right atrial lead was damaged during dissection of the pocket. As a result, the physician elected to cap the atrial lead and it was abandoned surgically. The atrial port was plugged, and the pacemaker was reprogrammed to vvi mode. No adverse patient effects were reported.